Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A sensor (lot# 5222434) was returned for evaluation; however this is not the complaint product (lot# 5222515). A visual inspection was performed and found that the wire is missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a detached sensor wire allegedly retained in the patient's skin. The sensor was inserted at the upper buttocks on (B)(6) 2017. Patient's mother reported that the patient started screaming right after sensor insertion. Patient's mother removed the sensor after receiving a sensor failed message. Patient's mother did not see any portion of the wire above the skin. When palpating the insertion area, a bump was detected. Patient's mother consulted with an endocrinologist who schedule an ultrasound exam. The ultrasound exam confirmed the retained sensor wire. Date of consult and exam is unknown. The sensor wire was surgically removed and on (B)(6) 2017. Patient stayed overnight at hospital and was released on (B)(6) 2017. At the time of contact, patient is okay. No additional event or patient information is available. A photograph was provided. The reported retained sensor wire was displayed in the photograph. The root cause could not be determined.